Event description:
Initial information was received from the patient through abbott patient device tracking (pdt) that on (B)(6) 2017, a 14mm amplatzer septal occluder was implanted and was explanted on (B)(6) 2017. Per patient reporting, the explant was needed due to cracking. Additional information received from the physician reported the occluder had eroded through the superior wall of the left atrium and partially through the aorta. The occluder was removed, a surgical patch was placed and the patient is reported to be stable. As the event occurred in (B)(6) 2017, it is anticipated the device will not be returned. Additional information has been requested.

Manufacturer narrative:
An event that the occluder "eroded through the superior wall of the left atrium and partially through the aorta" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from abbott's patient device tracking noted that on (B)(6) 2017, a 14 mm amplatzer septal occluder (aso) was implanted. On (B)(6) 2017, the aso was found to have eroded through the superior wall of the left atrium and partially through the aorta. The aso was surgically removed and the defect was repaired with a surgical patch. The patient is reported to be stable and doing well. As the event occurred in (B)(6) 2017, the aso is not anticipated to be returned for analysis.